Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects bradycardia, embolism and stroke are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an xact stent was successfully implanted in the left internal carotid artery on (B)(6) 2011. Three days post stent implant, the patient was readmitted with dizziness and heart rate of 44. Magnetic resonance imaging (MRI) and magnetic resonance angiogram (mra) of the brain revealed small embolic infarcts in the right frontal and left parietal regions. There was no shift edema or hemorrhage. The patient was hospitalized for observation and medications were adjusted. The patient was discharged to home (B)(6) 2011. The condition is continuing, but improved. No additional information was provided.